Event description:
On (B)(6) 2017, a 21mm epic valve was implanted in a (B)(6) year old patient. On (B)(6) 2019, the device was explanted and calcification was observed. The device was replaced with another 23mm epic device and the patient is reported to be recovering. Additional information is requested.

Manufacturer narrative:
The patient's age was previously reported, but additional information identified the patient's age was unknown.

Event description:
On (B)(6) 2017, a 21mm epic valve was implanted. On (B)(6) 2019, the device was explanted and calcification was observed. The device was replaced with another 23mm epic device and the patient is reported to be recovering. Additional information is requested, but unavailable.

Manufacturer narrative:
The reported event of calcification could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 21mm epic valve was implanted in a 3 year old patient. On (B)(6) 2019, the device was explanted and calcification was observed. The device was replaced with another 23mm epic device and the patient is reported to be recovering. Additional information is requested, but unavailable.